Event description:
Gdc-10 detachable coil became detached from delivery wire inside micro-catheter. Catheter and detached coil was removed from left internal carotid. No injury to pt. Target rep informed of equipment problem.